Event description:
During the MRI exam, the pt complained about a burning sensation in his right upper thigh on two mr sequences. When the technologist visually checked the location, she noticed a burn with a blister (1.0 - 1.5 cm). Although the coil cables were well separated from the pt by multiple pads, the pt complained that the cables caused the burn. Pt was dressed in a cotton gown.